Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the atrial lead insulation was damaged which was associated with noise. The atrial lead was capped and replaced on (B)(6) 2025. No patient symptom was reported.